Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Telephone number: (B)(6). Zip code: (B)(6). Once the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that during surgery the device was not ratcheting. It has been used more so like a wrench as it would not perform the up and down motion. No additional graft taken. A delay of 30 minutes occurred with additional general anesthetic time was increase as a result. No harm to patient. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined that the ratchet gear and sliding pin were worn. The ratchet's gear and sliding pin were replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
There is no additional information.